Event description:
Flowonix initially received a report about a patient alleging unrelieved pain and a potential device malfunction. The agent covering the issue reported that there were no volume discrepancies. The agent reported that the office increased the daily dose by 1-2% each visit, and the patient was then scheduled to have a dye study performed. A dye study was later performed, which showed that drug was not flowing from the catheter. Agent reported that the patient requested that the pump be explanted and kept in their possession. The catheter issue was captured in MDR 3010079947-2021-00069. Voluntary mw5114474 was later received from FDA. Reporter stated that their spouse had pump implanted after being diagnosed with pancreatic cancer. Doctors implanted a "prometra flowonix pump" which "seemed to stabilize [the patient's] pain"; however shortly afterwards, reporter alleged needing to return to the hospital with the patient "twice weekly/every three days." The patient would have their meds increased, although "several ER visits more hospital stays" were reported. A nuclear test was reportedly performed to "check the device" after "3 days of x-rays showed the device was not working". Patient reportedly "had swelling at the incision in [their] back." A surgery was performed to "tighten up the incision area," but swelling reportedly began again afterwards. The device was subsequently removed and reportedly broke during removal. Patient's wife alleged, "[the physician] had to leave a piece of the medical device in the [the patient's] theacal sac." Reporter stated patient "suffered horrendous pain until the day of [their] death." No further information provided.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Device was not returned. As the device was not returned for additional investigation, a definitive root cause for the patient's pain and alleged device issue could not be determined. The report does not clarify believed causality of the patient's death. Per reporter, the health and safety department informed them that "the pain pump was working." Per the instructions for use of the device, pump site seroma is a known possible risk of use of the device. A supplemental MDR will be sent if additional information is obtained. Internal complaint number: (B)(4).